Manufacturer narrative:
The probable root cause of the error u02 attributed to loose cable connection on the syscheckmaster or faulty cable on the syscheckmaster.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. During visual inspection, the unit exhibited dents on both the gray and white bezels, as well as on the power button. Additionally, areas of touch up paint were observed on the cover (housing). When the unit was tested, it displayed error u 02 upon startup, and a review of the generator log showed error c 00. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted lung procedure surgical procedure, an operating room (or) staff reported an u-02 error on the erbe generator. The customer had attempted to power cycle the device prior to calling, with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised removing cables from the back of the erbe and power cycling again, but the device powered on with the same errors. At this time, it is unknown how the procedure proceeded.